Manufacturer narrative:
(B)(4). Batch # m93c6f. The analysis results found that the mcm20 device was received with the shaft bent and the cartridge cover tabs missing. Due to returned condition of the device nonfunctional testing could be performed to evaluate the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, the clips from the device deployed but didn't clip flush. A second like multiclip clip applier was used to complete the procedure with no consequence to the patient.